Manufacturer narrative:
(B)(4). B5: describe event or problem - additional . D10: device availability - additional. H2: additional information/device evaluation . H6: event problem and evaluation codes - additional.

Event description:
It was reported that signal loss occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement: failed 0 vdc. A review of the share logs was performed and signal loss was not found for serial number (B)(4) within the investigation window. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. The reported event of signal loss is reportable based on that the customer complaint confirmation was undetermined because the data is corrupted, no sensor line. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was provided for evaluation. Per (B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.